Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Reports linked to mfg report numbers: 3013886523-2022-00534, 3013886523-2022-00535. A facility reported a certas valve (ID 828814) was implanted via v-p shunt on (B)(6) 2021 with unknown setting. It was used with a bactiseal ventricular catheter (ID 823073 serial;unk) and a bactiseal peritoneal catheter (ID 823074serial;unk). In the beginning of october, the skin at the site where the valve was placed was thinning, and a fistula of about 2 mm was formed, through which cerebrospinal fluid leaked. On (B)(6) 2022 when the valve was removed, damage to the silicone near the sg was confirmed. The bactiseal ventricular catheter and the bactiseal peritoneal catheter were also removed on (B)(6) 2022. After shunt removal, there is a tendency for ventricular enlargement. The valve was not replaced.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected;; a tear/cut was noted in the silicone housing around the siphon guard. The valve was hydrated. The valve passed the test for programming and pressure. The siphon guard was removed. The root cause for the ¿damage to the silicone near the sg was confirmed.¿: due a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.